Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 26-feb-2018, a field service engineer (fse) confirmed that the customer runs patient specimen in duplicates. The fse found that the customer was using reagent grade alcohol containing ethyl, methyl, and isopropyl mixture for the substrate replacement fluid. The fse found debris in the substrate replacement fluid. The fse flushed and decontaminated the aia-360 analyzer and completed preventive maintenance. The aia-360 was working within specifications; no further action was required. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-jan-2017 through (B)(4) 2018. There two (2) similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under safety precautions states: at system shutdown, replace the substrate solution remaining in the substrate line with substrate replacement solution (70% ethanol): if the substrate solution remains in the substrate line for a long time, it may precipitate. Precipitation in the substrate line may clog the substrate line. Replacement of the substrate solution with distilled water may cause contamination of the substrate line and raise the substrate background. Make sure to use the substrate replacement solution (70% ethanol) at system shutdown. Chapter 10: daily maintenance procedures states: weekly maintenance procedures; substrate line. If the substrate line is dirty, the substrate blank becomes higher. After assays, wash the substrate line following the procedures below every week. Replace the substrate bottle with a bottle of 70% ethanol. Prime the substrate line by performing 6: replace substrate' on the mainte screen. Perform the procedure three times. Chapter 4 -1 prior to commencing operation states: prior to commencing operation: the following items are required for performing assay operations. Reagent cup; enzyme substrate solution; detector standardization cup (std cup); diluent and wash solution; ethanol disinfectant; samples (patient specimens and calibrators. The most probable cause of the reported event was due to an incorrect mixture of substrate replacement solution being utilized by the customer.

Event description:
On (B)(6) 2018, a customer reported that a patient, admitted for pre-operation and established with intravenous (IV) access, obtained intact parathyroid hormone (ipth) results of 69.1 pg/ml and 64.5 pg/ml (reference range 8.2 - 83.5 pg/ml) with a specimen provided prior to any administration of IV fluids on the aia-360 analyzer. The surgical team sent to the lab an intra-operation specimen, which obtained an ipth result of 101.5 pg/ml. It was not possible to determine whether this specimen was obtained from the patient prior to IV fluids or any medication having been administered. The customer reported that quality controls were within specifications. The customer decided to do a delta check and repeated the specimen a second time, obtaining an ipth result of 88.1 pg/ml. The subject specimen was then repeated a third time; however, the customer received "air detect" error message twice. The customer examined the patient specimen and found fiber. The customer removed the fiber and re-ran the sample obtaining an ipth result of 102.6 pg/ml. The customer reported the 88.1 pg/ml out of the lab. The technical support specialist (tss) advised the customer run precision on ipth to determine the status of the aia-360 analyzer. The customer was to consult with the lab manager for any further action and reported being out of ipth test cups, so they could not re-run at the time. On (B)(6) 2018, the customer confirmed that the intra-operation specimen was drawn from the patient's foot. The volume of specimen was only 1 ml. This specimen was spun down and approximately 0.5 ml was placed in the sample cup to be run. On (B)(6) 2018, the customer provided results of the precision done on ipth, which passed. The customer requested preventive maintenance to be performed by a tosoh field service engineer in order to inspect the aia-360 analyzer.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.